Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for high, out of range hv lead impedance for the svc-can vector was observed. It was noted that the hv lead impedance for other vectors increased as well, but were still in range. The patient was asymptomatic. No intervention was performed. The lead remains implanted.